Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level of over 400 mg/dl. The customer informed that the infusion set was changed on saturday a week ago, the evening her blood glucose was increased and she took a bolus, then she went to bed and woke up sick. The customer also provide blood glucose of 400 mg/dl. Customer was throwing up and when they taken to hospital. Customer reported that they felt okay to troubleshooting. Customer treated at hospital with insulin fluids and x ray. Customer treated her blood glucose with her old insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Customer reported that there was bent cannula at the infusion set and troubleshooting was provided for bent cannula. Customer was not insisting on insulin pump replacement. Customer reported they had a back-up plan available. Customer reported they had contacted their healthcare professional regarding the high blood glucose. Customer performed high pressure test and the test was passed. The insulin pump will not be returned for analysis.